Manufacturer narrative:
Since the device remains implanted and given that the device serial number is unknown, no investigation is possible at this time. The event is being conservatively reported due to the postoperative pacemaker implantation, which reasonably occurred within 14 days from the perceval implant (i.e. Prior to the discharge). Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU. The manufacturer is following up to retrieve additional information. Should additional information be provided, a follow-up report will be submitted. Device not explanted

Event description:
The manufacturer was informed on this event through the recent publication 'perceval sutureless valve migration treated by valve-in-valve with a corevalve evolut pro' by a. Laricchia et al. The paper reports that a (B)(6)old male patient received a perceval pvs23 through right mini-thoracotomy. The clinical course was complicated by postoperative thrombocytopenia requiring multiple platelet transfusions and the development of a third-degree atrioventricular block needing a permanent pacemaker.

Manufacturer narrative:
Since the device remains implanted and the serial number is unknown, no investigation is possible at this time. However, per additional information received, it was confirmed that the pacemaker implant did not occur prior to 14 days post-perceval implant. As such, there is no information to reasonably suggest a link between the reported conduction disturbance and the device.no further investigation is warranted at this time.

Event description:
The manufacturer was informed on this event through the recent publication 'perceval sutureless valve migration treated by valve-in-valve with a corevalve evolut pro' by a. Laricchia et al. The paper reports that a 73 years old male patient received a perceval pvs23 through right mini-thoracotomy on 08 mar 2019. The clinical course was complicated by postoperative thrombocytopenia requiring multiple platelet transfusions and the development of a third-degree atrioventricular block needing a permanent pacemaker on (B)(6) 2019 (postoperative day 21). No baseline conduction disturbances or pre-clinical risk factors are reported. In the same paper, it is reported that the patient received a viv-tavr on 24 apr 2019 due to postoperative perivalvular leak and device dislodgment (submitted separately under 3004478276-2020-00118).